Manufacturer narrative:
D10. Correction from no to yes. H3: correction from ¿not returned to manufacturer¿ to ¿yes-evaluation summary attached¿. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra), and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. No smoke or odor emitted from the component during the cycle. The return of the catalytic converter could not be confirmed. The oil mist filter was not returned for functional analysis. The assignable cause of the smoke/haze issue is the catalytic converter, oil mist filter, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a smoke or haze emitting from the sterrad® 100s sterilizer. Two healthcare workers (hcw) experienced throat irritation, nausea, and dizziness. The hcws did not seek or receive any medical attention/treatment, their symptoms resolved when they left the area, and are reported to be "good." The customer stated the smoke cleared after the unit was shut off and they were advised to evacuate the room and ventilate the area per facility standards. An asp field service engineer was dispatched to assess the unit onsite. The injuries reported were not considered serious as the symptoms resolved on their own without any medical treatment. However, this event is being reported as a malfunction subsequent to a serious injury.